Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having blood at site after inserting with new serter. It was reported that customer was taking aspirin. Customer's blood glucose was 427 mg/dl. Customer also reported that insulin pump was briefly submerged in carbonated water. Troubleshooting was not performed.